Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j12444r08, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: catheter.

Event description:
On 2016-07-15 additional information was received in which the patient¿s medical history and reason for the implanted pump system use included spinal cord damage. There was report of ¿now fever¿. The patient¿s mytonia was classified as serious and related to the investigational drug and pump, unknown if related to the catheter, and not related to the programmer or procedure. The patient¿s aggravated pain was classified as serious and related to the investigational drug and pump, unknown if related to the catheter and programmer, and not related to the procedure. On 2016-07-21 there was also report that when the pump was interrogated on (B)(6) 2016 a ¿motor stall¿ was displayed. On 2016-06-23 it was also reported that the ¿interrogation does not work¿. The patient was recovering from these adverse events as of (B)(6) 2016. It was reported that the pump remains in use but the pump has been received for analysis.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative. It was reported the patient also experienced body rigidity and involuntary movements. These symptoms were classified as serious and as withdrawal symptoms. The patient had recovered from these symptoms.

Event description:
On (B)(6) 2016, additional information was received from a foreign healthcare professional (hcp) via a (B)(4) manufacturer representative (rep. It was reported that on (B)(6) 2016, the patient was discharged and walked by "herself with bradykinesia." The patient's oral rivotril was increased to 1 mg from 0.5 mg. On (B)(6) 2016, the patient visited the hospital with improved symptoms.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found the pump batter had high resistance. The pump was received with 9 ml of fluid in the reservoir. The pump was programmed to simple continuous infusion mode. Pump memory logs indicated a low battery reset and a motor stall recovery. During internal decontamination and motor function test, the pump ran and no resets or other anomalies were seen. In preparation for dispense testing, the pump suffered a low battery reset. Destructive analysis was performed. Hybrid function was tested and passed testing. Resistance readings of the motor wire feed-throughs and motor coil passed. Battery resistance was tested and failed with a high resistance reading. The previously reported patient code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-17, additional information was received from a foreign manufacturer representative (rep) and (B)(4) manufacturer representative (rep). It was reported "now fever" was mistranslated and "must be" 'no fever'. The (B)(4) rep confirmed that "interrogation does not work" was a misunderstanding by the (B)(4) rep and they were able to interrogate the pump. The cause of the motor stall was "under investigation". The patient was not exposed to a magnetic resonance imaging (MRI) or electromagnetic interference (emi) at the time of the stall.

Manufacturer narrative:
Other applicable components are: product ID 8711, lot# j12444r08, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a daiichi manufacturer representative (rep) regarding a patient who was receiving gabalon (assumed concentration; 0.2% (10 mg/5 ml) at a dose of 656.7 mcg/day) via an implantable pump for spinal cord damage. On (B)(6) 2016, an alarm was reported as ringing. On (B)(6) 2016, the patient independently walked into a hospital with "slow movements". The patient's pump was interrogated with an n'vision programmer. Logs showed reset occurred and reset occurred - low battery messages that occurred on (B)(6) 2016 at 23:01. The pump went into safe state on (B)(6) 2016 at 23:01 and (B)(6) 2016 at 10:23. A motor stall recovery message occurred on (B)(6) 2016 at 10:24. Re-interrogation occurred on (B)(6) 2016 and found the infusion rate was 12.7 mcg/day, elective replacement indicator (eri) was 24 months. Additional information clarified this rate (12.7 mcg/day); the device was set to minimum rate of 0.006 ml/day and the concentration of the medication was 0.2% (10mg/5ml) which was converted to 12.7 mcg/day. The patient had increased myotonia (also stated as increased muscle tension and deterioration of muscle tension) and aggravated pain with the onset date of both symptoms of (B)(6) 2016. These symptoms were reported as related to the investigational drug. The patient's blood pressure was normal and was without fever. The patient was given isozol (150 mg x 1 v) and cercine (1/2 a) and results were observed. The patient's condition improved after a short rest and was taken home with the assistance of the patient's family. According to the hcps opinion, "there was originally a problem in mental condition and this time too, there is a possibility of condition worsening due to anxiety level rising when alarm went off." The hcp re-adjusted the dose, returning it to its original settings. After that, there were no abnormalities, "even after interrogation." The patient was recovering from their symptoms. Additional information received on (B)(6) 2016 reported the pump was replaced and expected for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.